Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the product was used regularly, but the screen was different from usual. The images imported using navigation device were the images taken by (B)(4) during procedure. The appearance of the virtual tip was different from that was used in the past. The image was not fit for the position of the virtual tip and the navigation could not be performed. The virtual tip was not indicated. The setting could not be performed, and the procedure was completed with a c-arm. The universal cannulated screw set (ucss) itself was completed with no trouble. The surgery was completed without navigation and there was no impact on patient outcome.